Event description:
After a thorough discussion of the risks and benefits of assisted vaginal delivery, pt agrees to proceed. After baby delivered baby had cephalohematoma at site of the vacuum placement.